Manufacturer narrative:
The product will not be returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's infection. Qualification and sterilization records were reviewed and the product lot met all acceptance criteria.

Event description:
The patient reported after wearing the pod on his leg for less than a day, he noticed a little rash which grew to almost 12 inches long in size and his lower leg was swollen. On (B)(6) 2014, there was drainage and pus noted at the site, so he decided to go to the hospital. They prescribed him on clindamycin hydrochloride (hcl) and antibiotic for his site infection. After the treatment he is doing better now.